Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a coronary angioplasty interventional procedure using a small bore hole. Reportedly, no suture was present when the plunger was retracted. When attempting to remove the device, there was difficulty. After 2 or 3 attempts, the device came out. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The device condition indicates the plunger may not have been fully depressed flush with the handle such that the posterior needle was not blown through the posterior foot. The link detachment subsequently occurred during plunger retraction as the posterior needle remained in the posterior pocket. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.